Manufacturer narrative:
The complaint lists ¿during a glenoid labrum repair procedure, after pre-drilled, when they were implanting the anchor broke¿. The anchor was not returned. One strand of suture was returned. The torque limiter functions as intended. Audible click is present. The device shows signs of stress encountered during the procedure. The device has a bent inner shaft at the distal end. The inner shaft no longer spins concentrically. The condition found is consistent with off axis insertion. Proper alignment is essential for successful repair. Pre-drilling was mentioned, but it is unknown what size tools or type instruments were involved. Bone quality was not listed. No root cause associated with the manufacture of this device could be supported. Event description corrected.

Event description:
It was reported that during a glenoid labrum repair procedure, after pre-drilled, when they were implanting the anchor broke. Finally a backup device was used to complete the surgery. There was no delay or patient injury reported.

Event description:
It was reported that during a glenoid labrum repair procedure, after pre-drilled, when they were implanting the anchor broke. Finally a backup device was used to complete the surgery. There was no delay or patient imjury reported.